Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from an affiliate in japan that a meniscal suturing procedure performed on october 20, 2023. The surgeon penetrated the meniscus with the tip of the needle, squeezed the red trigger, and attempted to deploy the first implant, but the implant could not be deployed. Therefore, the surgeon stopped using the truspan in question and used another new truespan. Then, the implants were deployed successfully, and the surgery was completed successfully. There was no harm to the patient and no surgical delay. The device was brand new and the first use when the issue occurred.